Manufacturer narrative:
Further analysis was performed on the device sensitivity. The results of this testing indicated typical operation with no anomalies.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the device was not sensing properly, causing it to pace on the t-wave however the main printed circuit board was replaced as a preventive. Though it was noted that the device initially failed its incoming functional testing, it was determined to be a tester issue and not a device issue and once the tester issue was resolved the device passed all tests on the tester. It passed all bench tests and no errors were noted in the error log. It did show one stuck button detected and one recovered, indicating that the device was working normally. The electrical and mechanical parts were inspected. The device passed its final quality assurance testing and was being sent back to the customer.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event also voluntarily reported to FDA by the originating hospital under medwatch 3500a report # (B)(4). (B)(4).

Event description:
It was reported that the patient came out of the operating room and into the intensive care unit with a normal sinus rhythm with the external pulse generator (epg). It was observed later that the patient went into ventricular tachycardia. The patient was then resuscitated and it was discovered that the epg was not sensing properly and pacing on the t-wave. The epg was returned for analysis. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.